Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2020, the patient underwent an explantation left total knee arthroplasty with placement of temporary antibiotic-loaded spacers to address failed left total knee arthroplasty secondary to sepsis, status post irrigation and debridement with retention of components. Depuy cement was utilized during this procedure. The surgical notes noted that the patient had experienced pain prior to surgery and that there was evidence of osteolysis. It was noted that a block of bone came off the tibia during the revision.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error since mrn 1818910-2020-20147 was found to be a duplicate report of mrn 1818910-2020-20594. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.